Event description:
The graft was implanted for an abdominal aortic aneurysm procedure. After declamping, the graft leaked approx 1000cc (estimated, exact quantity unknown) of blood throughout its walls. The graft became blood-tight after approx 30 minutes by the application of pressure. The graft was left in. No injury to the pt was reported. The pt's condition is ok.